Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had pocket soreness and discomfort. The patient was not happy with the size of the device which was sticking out however, there was no erosion. There were no additional adverse patient effects reported. The rv lead remains in service.